Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2015 with the following findings: the pump failed a force sensor calibration check. The force sensor was removed and the resistance value was found to be within specifications. Contamination was observed on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the pump&#38112;force sensor failed a calibration check and there was contamination present on the force sensor plate. This report is made based on results of investigation completed on 08/05/2015.